Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. As the customer was delivering a food bolus during the time of the call, the customer was unable to reload the cartridge. The customer's blood glucose level was 250 mg/dl, which was addressed with a correction bolus. The customer reloaded the cartridge and received an accurate fill estimate. Additionally, during a follow-up call on (B)(6) 2016, the customer confirmed that the supplies had been changed on the pump, and no further issues had occurred regarding the fill estimate since the date of the reported event.